Event description:
The savi scout reflector was placed in right breast. Approximately a week later, a breast lumpectomy was performed and the savi scout reflector had an erroneous reading of the tumor location.